Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex was out of specification, the device failed active current drain testing. It was also noted that the upper and lower cases were broken and contaminated, and the battery latches and two case screws were contaminated.

Event description:
It was reported that during preventative maintenance it was noted that on the direct current load test the external pulse generator was drawing too much current while on. The generator was returned for service. No patient involvement or complications were reported as a result of this event.